Event description:
Customer reported the device will speak a different result than the displayed value. The result given was 118 mg/dl and the screen displays 66 mg/dl. The last three readings in the memory of the device is the same number as was displayed. No treatment was received. A request was made for return product and replacement product was sent.